Event description:
New information states noise was noted on (B)(6) 2011.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.final analysis found the insulation was abraded at 7.2 cm to 7.5 cm from the connector pin which exposed the outer coil. The abrasions were consistent with constant friction with another implantable device.

Event description:
It was reported that during a routine device changeout the patient had experienced asystole of up to 5 seconds. The lead was damaged when removed from the patient. The lead was explanted and replaced.